Event description:
Procedure: lap chole. During the surgery the surgeon noticed a piece of black rubber was confirmed in the surgical cavity. When the surgeon checked the device a small part of the spring grip was missing. The piece was retrieved.